Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and repaired. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.